Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a valiant 46x42x150 closed web stent graft was found to have damage to the inner sleeve of the packaging. A cut was found at the distal end by the chevron. The delivery system was not used. No clinical sequelae were reported. Evaluation summary: both ends of the outer pouch were opened and only the distal end of the inner pouch was opened. The device was returned seated in the thermoformed tray. There was some residue of blood on the tray. The stent graft was still loaded in place. A cut on the outer pouch was observed only on the bottom side (paper side). The inner pouch was cut through both the paper and plastic parts. The cut was straight with no fraying, most likely caused by a sharp blade. It was not possible to conclusively determine how and where the cut to the pouches might have occurred.

Manufacturer narrative:
Evaluation, results: (unknown cause of event).